Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('symptoms of that and pelvic pain') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("I had a nickel allergy") and dyspareunia ("painful sex"). The patient was treated with surgery (full hystectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals and dyspareunia outcome was unknown. The reporter considered allergy to metals, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of ptc. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('symptoms of that and pelvic pain') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("I had a nickel allergy") and dyspareunia ("painful sex"). The patient was treated with surgery (full hysterotomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals and dyspareunia outcome was unknown. The reporter considered allergy to metals, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.